Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an out of range impedance alert. Upon explant, the physician was unable to extract the lead, therefore the lead was capped.